Manufacturer narrative:
Device code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) for strictures, on (B)(6) 2022. During the procedure the exalt model d controller lost visualization, the monitor screen turned blue. The procedure was able to be completed with no patient complications. It was reported that the exalt model d controller was the most probable culprit of this event, causing that the monitor screen turned blue during the procedure. The controller was tested after this event, and the issue was replicated. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization. Block h10: the returned exalt model d controller was visually inspected. The top cover and front panel had damage to the finish and the connector socket was discolored. The customer complaint could not be duplicated or confirmed during analysis, but fluid observed within the device may have caused unknown contamination on catheter interface contacts and discolored the connector socket. Contacts will require replacement to restore a stable video. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. There is no evidence that the device was misused, or that there was any issue with translation, wording, or graphics. With all the available information, boston scientific concludes that the probable cause for the reported event was determined to be cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.

Event description:
It was reported to boston scientific corporation that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) for strictures, on (B)(6) 2022. During the procedure the exalt model d controller lost visualization, the monitor screen turned blue. The procedure was able to be completed with no patient complications. It was reported that the exalt model d controller was the most probable culprit of this event, causing that the monitor screen turned blue during the procedure. The controller was tested after this event, and the issue was replicated. Boston scientific has been unable to obtain additional details, despite of the good faith efforts (gfes).